Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01322. This report is being submitted as additional information. Approximate age of device - 5 years, 2 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event of peripheral thromboembolic event and inflow conduit malposition could not be conclusively determined. Multiple product requests were sent to the user facility, however, the device was not returned for analysis. Device thrombosis and peripheral thromboembolic event are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the instructions for use outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The surgical procedures section outlines installation and orientation of the sealed inflow conduit. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist (lvad) on (B)(6)2013. On (B)(6) 2018, the patient was taken to the implanting center for a transcatheter aortic valve replacement (tavr) procedure for severe aortic insufficiency (ai). At the time the patient was on veno-arterial (va) extracorporeal membrane oxygenation. On (B)(6) 2018, the patient was taken to the operating room for a pump exchange due to inflow cannula malposition towards the lateral wall, which was not allowing for left ventricular (lv) unloading. The exchange was performed via large lateral thoracotomy. The lvad parameters were normal on the system monitor, thrombus on the aortic valve was observed on echocardiogram. No additional information was provided.